Event description:
It was reported that the patient was originally using the bathroom every hour on the hour. During the trial she was able to sleep through the night. With the permanent implant, the patient couldn't get the same relief and got up a couple times a night. The patient was on program 1 and changed to program 2 at 2.7v. It was noted that the patient had the therapy for bowel and urinary problems. It was also reported that when the patient first came home after surgery she couldn't lie on her right side and couldn't bend her leg without getting shocked. Her right shoulder and arm wouldn't stretch out. When the patient went back to the hcp he told her it was probably how she was laying during the surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was unclear. It was noted that the patient did not report the event at the follow-up appointment, and had reported excellent results. It was reported that there were no interventions.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# va05t1d, implanted: 2013 (B)(6), product type lead. (B)(4).